Event description:
It was reported that the patient's left hip was revised after patient complaint of pain. The following were observed or reported by the surgeon intra-op: black tissue in the patient. Black material on the mdm metal liner on the side that faces the shell. The mdm liner was loose inside the shell. One of the three screws in the shell was sitting proud, surgeon reported this was the likely cause of the liner being loose. The screw did not appear to be cross-threaded or worn. The bone graft behind the shell had not fully incorporated into the acetabulum, cause the shell to not be optimally seated. The shell, screws, mdm metal liner, adm/ mdm poly insert, and femoral head were revised to a multihole shell with augments and screws, a poly liner, and a 40mm femoral head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
No new information.

Manufacturer narrative:
Reported event; an event regarding disassociation, altr, corrosion & wear involving a mdm liner was reported. The event for wear was confirmed via inspection of the returned device. Method & results -product evaluation and results: visual inspection of the returned device indicated the mdm liner has some black discoloration and damage consistent with explanation. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar evets for the lot refenced. Conclusions: it was reported that the patient was revised after complained of pain. Intraop, black material on the mdm metal liner on the side that faces the shell. The mdm liner was loose inside the shell. One of the three screws in the shell was sitting proud, surgeon reported this was the likely cause of the liner being loose. Visual inspection of the returned device indicated the mdm liner has some black discoloration and damage consistent with explanation. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.